Event description:
Physician reports corneal ulcer. Follow up with pt, says she has been a year ago, (B)(6) 2011 - (B)(6) 2010 and (B)(6) 2010. Follow up with the physician requesting more information has been made with no reply to date. This is being filed as corneal ulcer.

Manufacturer narrative:
This is being filed as corneal ulcer. Method: no examination of device was provided which could indicate if the device caused or contributed of the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.